Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on her left shoulder blade. Patient reports the area was weeping with a clear liquid. Patient reports a history of skin conditions. Patient reported a "shock type feeling". There are no indications that the patient received a treatment event. There are no allegations that the patient sustained any kind of injury from the reported feeling. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. There is no indication of a reportable serious injury. Outcome of the irritation is unknown.